Manufacturer narrative:
(B)(4). No conclusion code available. The reported reset was confirmed in the laboratory and was due to a power on reset that occurred during hv delivery. The device was tested on the bench and no anomaly was found. The cause of the power on reset could not be determined.

Event description:
It was reported that the device was in backup vvi status during a follow-up in clinic. The device was explanted and replaced. The patient was asymptomatic and stable post procedure.